Event description:
It was reported that: on (B)(6) 2009, the patient presented for spinal surgery with the following pre-op diagnoses: pseudoarthrosis of the spine, l1-l2; broken spinal instrumentation; severe spinal stenosis, lumbar spine post op diagnoses included same as noted above and; pseudoathrosis of the spine, t10-l4. No evidence of any spinal fusion was present on exploration of the spine. 5-gross instability of the spine at the t10-11, t11-12 and t12-l1 levels. Surgical procedure (B)(6) 2009: ¿complete bilateral l5 laminectomy with decompression of the spinal canal including bilateral facetectomies with foraminotomies, made extremely difficult due to extensive epidural fibrosis and scarring due to the patient¿s previous spinal surgery and intraspinal hardware.¿ "complete bilateral l4 laminectomy with decompression of the spinal canal including bilateral facetectomies with foraminotomies made extremely difficult due to extensive epidural fibrosis and scarring from the patient¿s previous spinal surgery and intraspinal hardware.¿ ¿bilateral segmental t9 through l5 spinal instrumentation using a combination of titanium tsrh and legacy instrumentation, made extremely difficult due to 2 previous spinal surgeries with ablation of the anatomic landmarks and destruction of several of the bony elements.¿ ¿harvesting, left iliac crest bone graft through a separate skin and fascial incision.¿ ¿exploration of spinal fusion with takedown of the pseudarthrosis, t10, t11, t12, l1, l2, l3, and l4. As noted above, there was no evidence of bony fusion. This portion of the procedure was also extremely difficult due to 2 previous spinal surgeries, extensive scarring, and gross instability.¿ ¿t10 through l4 broken hardware removal, made extremely difficult due to extensive scarring, broken hardware, and the nature of the instrumentation. ¿ ¿t9 through l5 posterolateral fusion using autogenous iliac crest bone graft supplemented with cortical cancellous allograft chips, rhbmp-2/acs, and mastergraft block.¿ on (B)(6) 2009, it was noted that the patient had undergone ¿surgery 9 years prior for fracture dislocation of the spine at the l1-l2 level. The patient¿s initial procedure failed shortly after the primary procedure and he underwent a second surgical procedure 2-3 weeks after the first surgery. Ultimately, the patient underwent a spinal instrumentation procedure from the region of t10-l4. The patient was referred for increasing back pain and lower extremity symptoms. On (B)(6) 2009, the discharge summary noted that the patient was admitted and taken to surgery where he underwent an ¿extensive spinal reconstructive procedure for pseudoarthrosis and spinal stenosis.¿ ¿initially, the patient did extremely well. He had dysesthetic leg pain prior to surgery in the right lower extremity and initially, the patient felt that there was resolution of this pain; however, later in the hospitalization, the pain seemed to return.¿ the patient was subsequently transferred from ICU to the orthopedic floor and was started on physical therapy. The patient became independent and was out of the bed and up to the bathroom. No complications occurred during the post op period¿. On (B)(6) 2009, medical records note ¿the patient underwent placement of an epidural electrode for chronic low back and right leg pain several days prior to this operation. At the time of that surgery, optimal lead placement was not achieved due to the patient's altered anatomy. On that basis, implantation of a generator was aborted and an ambulatory trial was conducted. The patient indicated that he did experience some good stimulation in most of the distribution of his pain with appropriate adjustments of the device. On that basis, he was offered repositioning of the electrodes today with possible implantation of the generator. After contemplating the alternatives, he elected to proceed¿. On (B)(6) 2011, the patient underwent implantation of spinal catheter with hickman catheter placement. On (B)(6) 2011, the patient underwent hardware removal spinal intrathecal cath replacement.

Manufacturer narrative:
Concomitant products: tsrh and legacy instrumentation (implant (B)(6) 2009; explant unk), mastergraft block, allograft chips (implant (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This event was also reported under manufacturer report # 1030489-2013-03497.